Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 100-180mg/dl. The past occlusion alarms were resolved by either resuming insulin deliveries or performing a supply change and then resuming insulin deliveries. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage. During a follow-up, the customer reported that they believed the occlusion alarms were not caused by the pump supplies. Tandem technical support educated the customer in regards to occlusion alarms.